Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The wound was completely healed after implantation. There were complications with wound healing at 6 months after implantation. On (B)(6) 2018 revision surgery was performed to move the implant housing. The electrode was re-inserted. No accident or trauma was reported.

Manufacturer narrative:
Additional information: based on received information, the recipient's wound reportedly healed well after implantation. However six month post-op the recipient had wound healing issues, likely induced by the reported pre-existing medical condition, i.e. Dermatitis, brittle/weak skin. A revision surgery was carried out in order to change the implant position to improve wound healing, but afterwards wound healing issues were again observed. However, latest information confirms that the issue could be resolved and the recipient is benefiting from the device.

Event description:
It was reported that the surgical wound healed completely after the implantation surgery. There were complications with wound healing starting at 6 months after implantation. On (B)(4) 2018 revision surgery was performed to move the implant housing. The electrode was re-inserted. No accident or trauma was reported. As per additional information received, the recipient has brittle, weak skin and possible dermatitis. When the patient was upgraded to a rondo 2 (from rondo) in (B)(4) 2018, the magnet was downgraded from #3 to #2 strength. In early (B)(4) 2018 revision surgery was required to relocate the implant housing due to skin flap issues. The device had not extruded through the skin. Only the housing was re-positioned, the electrode array remained in place. Approximately 3 weeks after the revision surgery, the patient developed another infection at the implant site and activation had to be postponed. The recipient was seen on (B)(4) 2018 and the wound had healed nicely and he was re-activated. At a subsequent appointment it was confirmed that the skin issues were fully resolved and the recipient was happy with his hearing performance with the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to ongoing infection. The recipient has a history of skin flap issues and surgical interventions that temporarily solved the problems. Further it is reported that the recipient suffers from dermatitis, which is a skin pathology with high inflammatory background. This disease might therefore represent an important pre-existing condition impairing the general state of the scalp and making the skin more vulnerable to infections. No device deficiency has been alleged. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
It was reported that the surgical wound healed completely after the implantation surgery. There were complications with wound healing starting at 6 months after implantation. On 02-jul-2018 revision surgery was performed to move the implant housing. The electrode was re-inserted. No accident or trauma was reported. In early july 2018 revision surgery was required to relocate the implant housing due to skin flap issues. The device had not extruded through the skin. Only the housing was re-positioned, the electrode array remained in place. Approximately 3 weeks after the revision surgery, the patient developed another infection at the implant site and activation had to be postponed. The recipient was seen on (B)(6) 2018 and the wound had healed nicely, and the user was re-activated. At a subsequent appointment it was confirmed that the skin issues were fully resolved, and the recipient was happy with his hearing performance with the device. The device has been explanted on (B)(6) 2022, reportedly due to an ongoing infection. No cultures have been taken.